Event description:
It was reported that the ilet displayed an alert 38 motor stall after a supply change, with the system showing insulin remaining; the user disconnected, removed the cartridge, performed a dry run, and then replaced all supplies with new components, after which no further alert 38 occurred during the call, and a dexcom g7 pairing issue was addressed by applying a new sensor that entered warmup. Symptoms included hyperglycemia with a highest recorded blood glucose of 376 mg/dl confirmed by fingerstick, without reported clinical symptoms. Outcomes included no health consequences and no medical or outside assistance. Investigation included communication with the user, analysis of information provided, and guided troubleshooting and education. Investigation of this case revealed a mechanical problem consistent with a stalled motor alert, which resolved after replacement of supplies and successful system restart and sensor pairing. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.